Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion. A review of the event history log identified multiple events of "upstream occlusion!". The cause was determined to be the ultrasonic sensor out of specification, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. During incoming device evaluation assessment (idea) testing a system error 322 occurred. Service evaluation was unable to reproduce the error but found the link screws spacing gap out of specification. The link screws was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.